Manufacturer narrative:
Phone #: (B)(6). Phone mobile #: (B)(6). Email: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. Visual analysis of the photographs identified: capsular contracture: unable to observe since it is a medical event and is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. It cannot be determined which device is for the left or right side per the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Physician reported right side capsular contracture baker grade IV. Device has been explanted.